Manufacturer narrative:
Additional information: h3-device evaluation: lens returned in a microcentrifuge vial, dry. Visual inspection found haptic broken. Unable to perform dimensional inspection since both haptic broken. Claim#(B)(4).

Manufacturer narrative:
This product is manufactured in the u.s. But not marketed in the u.s. (B)(4). One similar complaint type event reported for units within the same lot. (B)(4).

Event description:
The reporter indicated that the surgeon implanted a 12.6mm vticmo12.6 implantable collamer lens, -8.5/+1.0/102 (sphere/cylinder/axis), into the patient's right eye (od) on (B)(6) 2020. On (B)(6) 2020 the lens was explanted due to excessive vault. The cause of the event is reported as unknown. The problem was resolved after explant.